Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the clogged channel with foreign material or what the material was could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus during washing, a piece from the distal end of the evis exera iii colonovideoscope broke off. The reported issue occurred during reprocessing of the scope. It was indicated by the customer that there was no patient involvement and no user harm or injury reported due to the event. Upon unit return and evaluation it was observed that the air and water channel was clogged, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the distal end was detached, and the cover cap was partially broken around the biopsy channel forceps port. It was also noted that there were sharp edges and missing parts on the cover cap due to this occurrence. Overall, the customers allegation was likely due to wear and or misuse during handling or reprocessing of the scope. In addition to this finding, it was also observed that the air and water channel was clogged, and the material was unable to be removed and identified. This residue was likely due to insufficient or incorrect reprocessing of the scope. Also, the output volume of air and water was not observed due to this clog. It was observed that the adhesive on the bending section cover was worn and deteriorated. It was also observed that the scope connector cover unit was damaged and leaking. The light guide rod lenses were chipped, and the grip unit was discolored. It was observed that the charge-coupled device cover glass was slightly cracked. Lastly it was observed that the angulations were stretched and out of specification, requiring a new connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.